Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 431 mg/dl at the time of incident. Customer declined troubleshooting for high blood glucose level. Customer stated that they suspended bolus and had cracks on the battery and reservoir compartment. Customer stated that their was no physical damage to reservoir lip ring. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken battery tube thread and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.